Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Before deployment, patient's mother reported sensor wire detached on top of sensor pod. No medical intervention was required.